Event description:
The customer reported that the staff was setting up the phoenix machine for a pt treatment when the staff noted a burning smell. The machine was in recirculation mode; no pt was connected to the machine or was in the clinic at the time of the incident. The staff then noted smoke coming from the side of the machine. The staff disconnected the water and electrical lines from the machine and removed the machine from the unit onto the parking lot as it continued to smoke and gradually began to burn for the power supply compartment. The staff then used a fire extinguisher to spray the machine.